Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14853. The device was not returned to edwards lifesciences for evaluation. Post procedural imagery and images of the patient¿s anatomy were provided by the site for review. During review of the images, calcification was present on the stj and sov. Additionally, calcification was noted in the patient¿s undersized vessel. An image of the delivery system showed the inflation balloon with a radial and longitudinal burst, missing pieces. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other similar complaints. A review of complaint history on confirmed device complaints from december 2019 to november 2020 for the commander delivery system was performed. Complaints were reviewed based on similar reported events and associated root causes and evaluation codes. Of the potential root causes, the following are applicable to the current evaluation: patient factors (calcification) and procedural factors (retrieval of burst balloon). The instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until attempting to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were able to be confirmed from the imagery provided. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the balloon was fully inflated at the time it burst¿. In addition, noted that patient had moderate calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, the description states, ¿add 2cc of volume to try ad not interfere with the stj and allow more room in the sinuses¿. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. These two factors combinedly contributed to the event. Available information suggests that patient factors (calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. Per the description, ¿we were able to pull it back up against the tip of the sheath but it would not advance any further.¿ it is possible that the balloon burst altered the balloon profile. The altered delivery system made the device more susceptible to catching on the tip of the sheath. This subsequently led to the need for surgical intervention on retrieving the devices from the patient. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the event. As a result of balloon burst. The balloon would have an altered profile which could¿ve led to the difficulties encountered with withdrawing the delivery system. The altered balloon profile and distal portion of delivery system could have got caught on the tip of the sheath. Subsequently, this may have led to excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in balloon separation. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the event. In this case, a iliac artery injury occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel that may have contributed to the complaint even complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Additionally, since no product non-conformances or IFU/training manual deficiencies were idetnfied, no escalation to a pra was required.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case, the patient's annulus was measuring borderline between a 26mm and 29mm at 540mm2. Sinuses were effaced and stj narrowed with some calcium. It was decided to go with a 26mm valve and add 2cc of volume to try and not interfere with the stj and allow more room in the sinuses. Vessels for access were borderline with diffuse calcium but it was decided to proceed with femoral approach. Access was gained and a 14fr dilator was advanced up the vessel before sheath insertion. The 14f sheath was inserted into the right iliac with a little bit of resistance at the common iliac. Valve was inserted and there was a balloon rupture during deployment. Deployment was approximately 60/40 but showed no leak and the physician was confident that he had fully expanded the valve prior to rupture. The balloon was pulled back across the valve and attempted to be pulled back into the sheath. The operators were able to pull it back up against the tip of the sheath, but it would not advance any further. The entire system was removed as one unit with a wire left across the right iliac. There was a portion of the balloon that came out separately from the existing ruptured balloon on the delivery system. Took an angio of the right iliac and it showed an occlusion at the level of the femoral head. CT surgeon did a cutdown to repair the vessel. Patient left the room in stable condition and after reevaluating the valve showed no leak. Additionally clarification was received. The resistance was noted once the distal portion of the balloon was up against the distal portion of the sheath, almost complaint in the sheath. The loader was fully inserted. The delivery system was in the normal position for advancement into the sheath. The valve was crimped proximal to the balloon, inside the loader cap and the balloon was positioned where the first white line is visible on the handle. Regarding the burst balloon, the balloon was fully inflated at the time it burst. There was moderate calcium in the landing zone and no bav was used. A piece of the balloon detached but was able to be retrieved. The distal portion of the sheath was damaged by the distal portion of the delivery system. There was a small tear in the clear liner a little bit into the blue portion from when we attempted to bring the valve back into the sheath. It wasn¿t a circumferential tear, almost more of a deformity into the blue portion from the valve and removal of the system. There was no damage to the valve. The patient is fine and went home 2 days post procedure without any complications.